Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure which included the use of carto 3 and a map shift occurred. The reporter noted that no learn new error message appeared. It was noted that the map was not accurately aligning with the patient's anatomy. No patient movement was seen, and no cardioversion was performed. The anatomy was remapped and the case continued. No adverse patient consequence was reported. Additional information was received. It was noted that there was no error. They noticed that when they put the farawave catheter in, after mapping with the pentaray, the farawave was in the right superior pulmonary vein (rspv), but it looked closer to the left superior pulmonary vein (lspv) on the roof. They also noticed that when they were using the vizigo, it was jumping around on the screen when they had good matrix, and when it would jump, they also noticed other catheters moving as well, but there was no map shift. The catheters did not look like they were in the correct spot. The patient did not cough before detecting the shift, there were no changes in breathing or ventilation, no arm movement. The patient¿s head was in a small gel pillow.

Manufacturer narrative:
An investigation was initiated by the manufacturer. The logs were requested in order to investigate the issue but no data was received. The complaint history of the system was reviewed, and no more similar problems were found since the issue occurred. The history of customer complaints reported during the last year and associated with carto 3 system # (B)(6) was reviewed. No similar additional complaint was found. The field service engineer followed up and confirmed that the issue was resolved by replacing the faulty patch unit with a replacement one that was delivered to the customer. System ready for use. The manufacturing record evaluation was performed on carto 3 #(B)(6) , and no internal actions related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).